Event description:
It was reported that the patient's device was beeping every four hours due to right ventricular (rv) lead impedance measurement. The rv impedance trend has been varying and steadily rising. The nurse will increase monitor alert threshold to 1500 ohm and the patient will be re-evaluated. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.